Manufacturer narrative:
The devices were discarded by the user facility and are not available for evaluation. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. The case was reviewed by stryker's peripheral vascular medical affairs team, and it was determined use of the inari medical devices may have caused or contributed to the patient's vessel injury, potentially exasperated by the patient's anatomy. The device labeling lists vessel dissection as a possible adverse event/complication. Manufacture reference number: (B)(4).

Event description:
On (B)(6) 2025, a 62-year-old female patient underwent deep vein thrombosis (dvt) thrombectomy using inari devices. The patient presented to the hospital on (B)(6) 2025, after experiencing symptoms of left leg swelling and the inability to walk for seven days prior. The patient was diagnosed with left iliofemoral dvt with bifid femoral veins, both occluded, and occluding in her common femoral, external, and common iliac veins. During the independent thrombectomy, compression was noted at the patient's common iliac vein-may thurner point. The area was ballooned to facilitate clottriever (CT) passage. Three passes were completed with the CT and then the CT was unable to deploy/unsheath. The device was flushed but a new device (clottriever bold) was opened to continue the case. One pass was completed which removed minimal clot. The venogram was unremarkable. Upon removal of the clottriever sheath (CT sheath), approximately 20 centimeters of tissue was removed, resembling a stripped vein. Intravascular ultrasound revealed a disconnected/torn vein proximal (in the femoral vein segment). The patient was treated with compressive bandage and delayed anticoagulation.